Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was not working and had intermittent stimulation. They had difficulty recharging and were unable to get any coupling boxes. The patient stated that when attempting a recharge session they saw a reposition antenna screen on the recharger. Repositioning the antenna did not resolve the issue and the same screen was seen. The patient noted that they recharged every few days. A damaged recharger antenna was reported and needed to be replaced. When the patient tried to use the programmer unit they observed a poor communication screen. The patient wasto meet with the manufacturer's representative. On follow up, the patient reported that the antenna did not need to be replaced. The patient stated that they had a hard time getting all 8 coupling bars lit up when recharging the ins. It was noted that the ins was just below the skin so there was no problem there. The patient noted that recharging the ins battery was the most frustrating activity that they had to go through and desired a technology where you had a remote you could put on the battery, press a button, and the battery recharged immediately. The patient stated that the stimulation had been very helpful with their chronic pain. The indication for use for the implanted device was noted as non-malignant pain. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.